Manufacturer narrative:
The investigation was completed by the transformer supplier, plitron, which concluded that the root cause of the failure was most likely mishandling of the transformer from manufacturer to assembly installation. The mishandling could place mechanical stress on the windings film coating resulting in a reduction in the transformers operating life. It was noted that there was no evidence of flames or burning near or around the transformer. The supplier investigation concluded the heat generation within the transformer produced some smoke, but no "fire".

Manufacturer narrative:
As of today the investigation is still in process, a follow up will be filed as needed.

Event description:
It was reported that the main transformer at the bottom of the gantry failed. No injury reported. A field engineer was dispatched to the site and determined that the transformer had melted due to excessive heat. The gantry was replaced and is returning for investigation.